Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni, device info - lot ni, initial reporter - name ni, manufacture date ¿ ni. Product requested, not yet returned/

Event description:
It was reported that an instrument was discovered with a fractured handle. There was no patient involvement and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of the manufacturing data could not be performed as the batch number was not provided. The product inspection reveals that the pusher handle is broken on the half upper part. The main risk would be that a breakage occurs during surgery then leading to a delay in surgery, or that the breakage edges could lead to a surgeon¿s glove cut. Nevertheless, the reported issue could be easily identified through a visual inspection before use. According to the available data, the root cause of the reported issue could be related to handle material.